Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On 04/17/2025, it was reported that the patient´s wife initially called regarding assistance with the follow app. During the call, she mentioned that the patient was at the hospital at that time. While watching tv, the patient suddenly began shaking (seizures and loss of consciousness). The cgm reading was around 56¿57 mg/dl. No treatment was administered at home, and the bg was not checked. She called 911, and upon arrival, paramedics checked the bg reading and administered IV glucose. The wife could no longer remember the cgm and bg value. The patient was then transported to the hospital, evaluated, and discharged after approximately 5 to 6 hours. The following day, 04/18/2025, while still using the sensor, the patient experienced another seizure, the cgm reading was around 69 mg/dl. At the time of the report the patient was still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.